Event description:
It was reported that this implantable cardioverter defibrillator (ICD) raised concerns about potential undersensing due to atrial intrinsic amplitude out of range. Additionally, technical services (ts) provided reprogramming options to minimize battery impact due to this patient being in chronic atrial fibrillation (af). No adverse patient effects were reported. This device system remains in service.